Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.

Event description:
The pt reported, the infusion device piston rod is damaged and the device delivers too little insulin. On (B)(6) 2011, his blood glucose measured 380 mg/dl at 11:00 pm and he bolused through the infusion device with no success. On (B)(6) 2011, his blood glucose measured 345 mg/dl in the morning and he was positive for ketones. At 9:00 am, he changed the insulin cartridge and infusion set. His blood glucose remained elevated the rest of the day. In the afternoon, he changed the insulin cartridge and infusion set again. He stated, he checked the infusion set and only tiny drops of insulin came out of the tubing. The cartridge compartment of the infusion device was wet. He switched to his backup infusion device and he had no further issues. His normal blood glucose range is 90 - 130 mg/dl. The pt did not require treatment from a health care professional or second party to address the issue. The infusion device was replaced and requested to be returned for eval.